Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited loss of capture and loss of sensing due to dislodgement. The patient was asymptomatic. The lead was repositioned successfully on (B)(6) 2016 resolving the issue. The patient's condition was fine during and post procedure.